Event description:
Event occurred while inserting one of the new b. Braun catheters. When retracting needle back, the small square piece that protects the needle disconnected into the hub of the catheter, preventing blood flow. Blood was obvious in the shaft of the catheter.